Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she inserted the sensor and it alarmed sensor error. Her blood glucose was 17.6 mmol/l at the time of the incident. The customer said that she has been getting a lot of sensor errors and a calibration error. She also mentioned that her transmitter took a while to connect to the sensor. During troubleshooting, the customer declined to continue because she removed the sensor and stated that the cannula looked shorter than normal. She believes that the sensor cannula is snapped off. The sensor will not be returning for analysis.